Event description:
It was reported that at a pump replacement the reporter was trying to program the pump out of shelf state and was getting a pump memory error when trying to update the pump. They tried updating the pump three times without closing the application and received the message each time. The reporter was going to try turning the programmer off and then back on, enter all the information again and then try updating the pump again. It was not noted if the device had been implanted at the time or not. It was later reported that the device was used to infuse baclofen. There were no symptoms, they ¿were just trying to start the pump.¿ the failure to update was caught before the patient was sent home and fixed. The reporter did not know how the patient was doing or if they were receiving effective therapy.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. (B)(4).